Event description:
It was reported that the customer was experiencing high blood glucose for the past forty eight hours. It was stated that the customer noticed a strong smell of insulin at the connection between the reservoir and the infusion set. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.